Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately two months post implant of the crt-p. Follow up with the patient's cardiologist revealed that the patient was not pacemaker dependent and was on hospice at the time of death. In addition, the physician stated at the last interrogation of the device there was normal pacemaker and lead function. A cause of death has been requested and has not been received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors are cut and there was blood/body fluid on the proximal conductor (not obstructed). (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors are cut and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors are cut and there was blood/body fluid on the proximal conductor (not obstructed). (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.